Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. No imagery was provided. A DHR review was unable to be performed as no work order number was provided. The commander with s3/ s3u./ s3ur IFU was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'interventional device interacts with permanent pacemaker lead' was confirmed empirically based on medical record. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Furthermore, a review of DHR and lot history was unable to be performed due to no device lot number being provided. However, a review of the IFU and training manuals revealed no deficiencies. Per review of medical records, 'the patient underwent transcatheter mitral valve replacement (tmvr) with a 29mm sapien valve and the patient was left with residual mild pvl. During the valve in ring implant procedure, there was pacer lead dislodgement, and a new pacemaker was implanted.' Guidance in the procedural training manuals instruct the operator on patient screening, landing zone site preparation as well as cover proper techniques for tracking and crossing the septal wall and delivery system removal. Possible reasons for permanent pacemaker dislodgement may include not properly following the crossing and/or system withdrawal techniques as this could cause the delivery system to physically interact with the permanent pacemaker and/or catch on its leads. Therefore, a definitive root cause remains unknown. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2023-15013 and 2015691-2023-15337. Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported, a patient with a pre-existing mitral ring underwent valve-in-ring after an implant duration of 3 years and 4 months due to severe mitral regurgitation (paravalvular leak). The tmvr was performed using a 29mm sapien 3 transcatheter valve. During the valve-in-ring (vir) implant procedure, there was pacer lead dislodgement, and a new pacemaker was implanted.